Event description:
It is reported that: the patient has bilateral hip implants. The patient reports having pain and soreness in the left hip at the implant site since implantation. The patient can only lie on his side for about 15 minutes before having to shift because of the pain. The patient had blood work and an aspiration of the left hip. He saw his physician on (B)(6) 2012. The patient reports elevated cobalt levels. The patient is waiting to be scheduled for a mars MRI.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate of abg ii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.